Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in the tortuous circumflex (cx) artery. The physician was unable to cross the lesion with the 3.00x16mm liberte bare metal stent. The liberte stent delivery stent was removed. The lesion was then predilated 1.5 x 15mm balloon (unk MFR). When the physician was going to retry placing the liberte stent the stent strut was found lifted. The procedure was completed successfully with another 3.00x16mm liberte bare metal stent. The pt was discharged without complications. Pt status reported as "stable".